Event description:
Tourniquets in the medline IV start kits are being made out of a new material that is slippery and not very pliable. This is resulting in the tourniquets slipping off the patient's arm. There are times multiple IV kits are opened to find a usable tourniquet, especially if a patient has a larger arm. Medline IV start kit w/chloraprep, ref: dyndv1857, lot: 23lb1820.